Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the pacing impedance, a decrease in the sensing threshold, and an increase in the capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. Additionally, episodes of oversensing were observed on the rv lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.